Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that they could not screw the implantable neurostimulator (ins) and the lead. The lead slide in the connection. This happened during a lead replacement. When the lead had been replaced the surgeon was not able to screw and connect it with the stimulator. There were no external factors reported. The ins was replaced and the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the lead was replaced because it was broken. The patient was implanted 6 years prior and the cause of the event was not determined.